Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pbq477, and no non-conformances were identified. Investigation summary: one picture was provide for analysis. Upon visual inspection of the picture the following was observed: a sealed overwrap of product code w8702, lot pbq477. However, as the sample complaint was not returned; no conclusion could be reach as to what may have caused the reported incident. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiac bypass procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke while sewing vascular tissue. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.